Event description:
Customer reported that pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer was using a tandem charging cable with a wall outlet, and technical support advised trying a different outlet. Despite effort, charging connection remained unstable, so technical support planned to send a replacement cable and wall adapter. If the battery depleted before receiving the new supplies, customer was advised to rely on an insulin pen.